Event description:
Boston scientific received information that this ra lead was dislodged as the patient manifested twiddler¿s syndrome. Additional information obtained from the field representative indicated that dislodgement was confirmed through radiographic examination. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.